Event description:
It was reported that bd phoenix¿ pmic/ID-107 aerococcus urinae was misidentified as pediococcus pentosaceus. The following information was provided by the initial reporter: aerococcus urinae was misidentified as pediococcus pentosaceus. Result not reported in error.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation summary: this complaint is not confirmed. This complaint is for misidentification of aerococcus urinuae as pediococcus pentosaceus when using phoenix panel pmic/ID-107 (448607) batch number 2333610. The customer did not return panels or isolates but provided phoenix generated lab reports for the investigation. The lab report shows an organism identified as p. Pentosaceus when using pmic/ID-107. To investigate, two retention panels from the complaint batch 2333610 were tested using in house isolate a. Urinae pos 3201 on a phoenix m50 machine and evaluated for identification results. Both panels correctly identified as a. Urinae, therefore this complaint is not confirmed. A review of quality notifications revealed no quality notifications generated on the complaint batch. A review of complaints revealed two additional complaints on the complaint batch, one of which is related to this defect and not confirmed. Complaint trending was performed and no trends were identified associated with this defect. Bd ID/ast plant quality will continue to monitor for trends and take action as necessary. See h.10.

Event description:
It was reported that bd phoenix¿ pmic/ID-107 aerococcus urinae was misidentified as pediococcus pentosaceus. The following infromation was provided by the initial reporter: aerococcus urinae was misidentified as pediococcus pentosaceus. Result not reported in error.